Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The complaint file will be closed.

Manufacturer narrative:
The device was returned to olympus for evaluation and repaired. The evaluation confirmed the user's report. The incoming inspection found the problem after powering on the device. The power button lights up, but the front socket doesn't light. There is no reaction after activation (hand switches and footswitch as well). The problem was traced to the control board that needs to be replaced. No mechanical damage, presence of liquid, or other faults were found. This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that prior to use the shockpulse-se lithotripsy system (reusable) was unable to be activated by connecting the transducer. As reported, there was no patient harm or impact due to this occurrence.